Manufacturer narrative:
This report is filed (B)(6) 2016.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted june 01, 2017.